Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 400 mg/dl and it was addressed with a manual injection. During troubleshooting with tandem's technical support, it was noted that no drops of insulin were seen out of the end of the patient line luer lock after a bolus was delivered. Recommendation was made to change the cartridge.